Event description:
Pt was using compact strip drums and got 6 tests from one drum and 10 tests from a second drum and then got expired strip error and stopped working; pt tried drums in second new meter and got same result. Strips were not expired and pt says she stores strips in their canister in cupboard at room temp until ready to use. Dose, frequency and route: use to test 4 times a day. Diagnosis for use: diabetes.